Event description:
Healthcare professional reported a left side rupture and a left capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6, h10. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, tenderness, soreness, and "edge of implant feels abnormal".

Event description:
Patient reported, "rupture, hurting, pain periodically, edge of implant feels abnormal, tender, soreness" on a left side device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ rupture: observed opening on anterior side assessed as surgical damage. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Patient reported "rupture, hurting, pain periodically, edge of implant feels abnormal, tender, soreness" on a left side device. Healthcare professional reported a left side rupture and a left capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.